Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the asymptomatic patient presented in-clinic. Upon review, the pulse generator exhibited premature battery depletion. The device was explanted; and the patient was stable before, during and after the procedure.